Manufacturer narrative:
The manufacturer is attempting to acquire the exchanged pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the patient was admitted to the hospital due to sepsis ((B)(6)) and the patient's lactate dehydrogenase (ldh) levels were 300 iu/l. On (B)(6)2014, the patient had a tooth extraction; therefore, oral anticoagulation was stopped and the patient was put on heparin. An unknown amount of time later, the patient's health started to deteriorate. On (B)(6) 2014, the patient became inotrope dependant and had increased liver enzymes. In addition, the patient's left ventricle had increased in dimension and the aortic valve was opening with every beat. Additionally, the patient's ldh was elevated and he experienced shortness of breath. The hospital suspected pump thrombus and a decision was made to exchange the pump on (B)(6) 2014. Additional information received indicated that the patient expired on (B)(6)2014 and the reported cause of death was sepsis. The surgeon reported that the sepsis was related to the (B)(6) that the patient had in his blood stream during the pump exchange. In addition, during the pump exchange, the patient lost vascular resistance and required administration of vasopressors for hemodynamic support.